Event description:
The customer returned the colonovideoscope to olympus for evaluation/repair. There were no reports of patient harm. The device was evaluated and during the evaluation, it was found that the air water tube and air water cylinder had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: leak at suction cylinder, leak at channel tube, forceps elevator lever wear, and a-rubber adhesive detached. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h4, h6. Correction to information provided in g2 of the initial medwatch report: health professional and user facility were inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the foreign material may not have been removed due to improper reprocessing, caused by leakage from the biopsy channel and suction cylinder. The event can be detected/prevented by following the instructions for use which state: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. D9 inadvertently selected. Olympus will continue to monitor field performance for this device.